Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead was not able to be removed from the pacemaker header. The physician had to break the header to get the lead out. Due to the extra force needed, the terminal pin of the lead became slightly separated from the lead body. The pacing threshold measurements were still normal, but the pacing impedance measurements had increased significantly. Therefore, this lead was surgically abandoned and replaced. No adverse patient effects were reported.